Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyk1020 showed no other similar product complaint(s) from these lot numbers.

Event description:
Facility reported that when a new PICC trainee was trying to access a vein for PICC placement, the guidewire allegedly sheared in the patient, possibly from the needle shearing it at the first bit of pull as stated by the contact. Contact reported that a piece was left in the patient as the surgeon felt it best not to cut it out after x-rays and ultrasound was done. They reported the patient was told to keep an eye on the arm and report swelling or fever.